Manufacturer narrative:
The device has been returned for evaluation and analysis is anticipated. A supplemental will be submitted up on completion. Off-label use in the country of event, per the instruction for use (IFU): the pipeline¿ flex embolization device is intended for use with or without embolic coils for the treatment of wide neck intracranial aneurysms (defined as having a large neck greater than 4mm and/or a dome-to-neck ratio less than or equal to 1.5) that are not amenable to treatment with surgical clipping. In this event, the aneurysm was not a wide neck aneurysm per the definition in the IFU. The pipeline flex delivery system and marksman microcatheter were returned for evaluation. The pipeline flex delivery system was found outside the microcatheter lumen. The pipeline braid was not attached to the pushwire; therefore, the distal and proximal ends of the pipeline braid could not be determined. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was observed to be bent distally. One end of the pipeline braid was found fully opened with damage while the other end of the pipeline was found not opened due to damaged braid. No other anomalies were observed. Based on the customer¿s photos, the customer¿s complaint was confirmed for ¿failure to open at the proximal end¿ issue. However, the cause the reported experience could not be determined. It is possible that the patient anatomy and damaged braid may have contributed to the issue. Per the event descriptions, the damage to the pipeline braid is ¿possibly due to original advancement and manipulation of the device during deployment¿.

Event description:
Medtronic received information that the device would not open proximally. The patient was treated for a small aneurysm (4mm in diameter with 2 mm neck width) located in the posterior communicating artery (pcom). The patient also had a preexisting vessel dissection close to the m1 middle cerebral artery (mca). It was reported that the plan was to place the device starting from the m1 to distal of ophthalmic segment of the internal carotid artery (ica). The physician started to deploy the pipeline flex in the m1 and the distal end was slow to open but it did. The device was dragged to the desired location and while continuing to deploy the near proximal end the device was not opening around the bends. The physician wanted to land the device before the bends and was able to continue to deploy with quite a bit of friction. The physician tried to utilize the push wire and microcatheter to open the entire device but the proximal end looked like it was not open. The physician removed the pushwire with the microcatheter. An attempt to regain access to take a balloon up was unsuccessful. Subsequently, a revascularization device was used to help open the proximal end, but it could not open the proximal end. The device was snared out and was successfully removed. Observation of the device upon removal showed that the proximal end was not opening because it was severely damaged possibly due to original advancement and manipulation of the device during deployment. The procedure was aborted and the physician planned to treat patient in the following week. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.